Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the jaw was confirmed to be broken off; however, the jaw piece was not returned to examine. A review of the device history record found there was no indication that manufacturing procedures could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, the issue was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. This supplemental report includes an update to h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h9. "Fy24-osta-14" was inadvertently submitted on the previous submission; however, there is no h9 entry at this time and the field should remain blank.

Manufacturer narrative:
The suspect device has been returned to olympus but evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the pk cutting forceps, 5 mm, 33cm branch fell off during preparation of the unit. Additional information was later received from the customer indicating that the event occurred during a therapeutic laparoscopic supracervical (lsc) hysterectomy and lsc cholecystectomy. The branch was found immediately. The procedure was prolonged by 10-minutes with the patient under general anesthesia, and was completed using a similar device. There was no harm or user injury reported due to the event.